Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The implant loss will be reported via asr. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that an ankylos implant was placed in region 19 in (B)(6) 2012. The screw of the abutment broke in 2015. While attempting to remove the fragment, the ankylos thread tap broke in the implant. Thus the implant had to be explanted on (B)(6) 2015.